Manufacturer narrative:
Results: eval of the returned product found the exit alarm mat does not always make the alarm sound when weight is applied to it. No physical damage to the exit alarm mat; however, the identification label was removed from original location and placed on the underside of the mat. (B)(4).

Event description:
Customer returned product as "ordered in error." Customer opened and removed the product from box but decided it was not what they needed. The product was never put into use. No pt incident or injury reported.